Event description:
It was reported that after a successful afib ablation, the indifferent electrode patch was removed and there were burns on the patient's back where the patch had been. Subsequent info obtained from customer indicates that the burns were classified as 3rd degree burns which caused severe scarring of the skin and required a skin graft. The burns were located in the mid/lower back where the indifferent electrode had been placed. The prognosis was satisfactory, and the event outcome was that patient should fully recover. No malfunction of the generator was observed during the procedure. The cause of the event was described as procedure related and possibly device related.

Manufacturer narrative:
.